Event description:
Material no: 381423, batch no: 8005827. It was reported that during use of the insyte autoguard bl 22ga x 1.0in there was an issue with leakage "blood was coming out" . The following information was provided by the initial reporter: per customer email: facility information, where the incident occurred: (B)(6) care services. Catalog number, lot number, and product description: catalog 381423, lot number 8005827. Date of occurrence (incident date): (B)(6) 2019. Awareness/notification date (the date the first bd employee became aware) ¿ april 2, 2019 description of the incident: device malfunction; blood was coming out. Adverse event and/or medical intervention details: information not provided. Availability of a sample: information not provided. Any other information related to the incident: customer communicated that this was the second time this happens to her. She indicated that in the previous week the same malfunction happens. Customer does not provide the lot number for the previous failure.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined since the complaint could not be confirmed.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Material no: 381423 batch no: 8005827. It was reported that during use of the insyte autoguard bl 22ga x 1.0in there was an issue with leakage "blood was coming out" . The following information was provided by the initial reporter: per customer email: facility information, where the incident occurred ¿ (B)(6) cancer care services. Catalog number, lot number, and product description ¿ catalog 381423, lot number 8005827. Date of occurrence (incident date) ¿ (B)(6) 2019. Awareness/notification date (the date the first bd employee became aware) ¿(B)(6) 2019. Description of the incident ¿ device malfunction ¿ blood was coming out. Adverse event and/or medical intervention details ¿ information not provided. Availability of a sample ¿ information not provided. Any other information related to the incident ¿ customer communicated that this was the second time this happens to her. She indicated that in the previous week the same malfunction happens. Customer does not provide the lot number for the previous failure.